Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide procedure name not aware the exact name of procedure, but robot procedure regarding urology specialty. It is stated: " the events occurred several times after that". How many sutures separated from the needle during suturing on this one patient during this single surgical procedure? 3 or 4 strands what tissue/location was suturing when pull-off occurred? Not aware the location that the product used. Investigation summary: an opened box with four-teen packets of product code w9116 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Events reported via: 2210968-2021-07748 and 2210968-2021-07749.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the needle got detached from the strand several times. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.